Event description:
A small ob ultrasound machine did not work while trying to do an external version. Radiology came to the unit with the "big" machine. The small ultrasound machine was removed from the area and sent for repair.